Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated and showed the gray bar. The device was placed on a shelf in a house for approximatley two more weeks. Interrogation at that time continued to show the gray bar. Three days later, the device was interrogated again and the gray bar was still present. The device was not used. There was no patient involvement.